Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4); failure (event) observed during analysis. Analysis found inside-out insulation abrasion at 14.5cm to 16.5cm from the helix-end; the inner insulation of the conductor cables was not damaged. Other: na.

Event description:
This report is to advise of an event observed during analysis.